Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture and high pacing lead impedance were observed during routine follow-up. Programming changes were made, and lead revision was recommended.